Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported that a patient underwent lasik. When raising the flap, the doctor realized that a part of the flap remained attached to the cornea. The procedure was stopped for that day. The patient returned to have cut repeated but this time made it wider and deeper. When attempting to lift the flap, a small piece of what was done the first time was in front. An optical coherence tomography was performed and it seemed that the actual flap was thinner than what was programmed.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The logfile showed that the user performed one energy check at system startup and then performed several treatments without performing another energy check that day. According to the user manual, the user has to perform an energy check manually at least after 120 minutes. The related treatment could not be identified. A review of the complete day was done: the user operated surgeries within the recommended energy settings. No relevant deviation between planned and performed energy was detectable. The logfile shoed that the beam control check was done about six to eight minutes before the laser fired instead of immediately before firing for two treatments on this day. It is not possible to say whether one of these two treatments was related to the complaint. Comparison of the scanner z-offset before and after the last service and installation record by the field service engineer showed the same z-offset. No technical root cause could be identified. No technical root cause was identified. The product was found to be within specifications. The manufacturer internal reference number is: (B)(4).